Manufacturer narrative:
The complaint of complete heart block due to an implant procedure on a product is reportable because it indicates a serious injury involving a long-term implantable or life-supporting/life-sustaining product.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the patient developed a complete av heart block. The issue was resolved with a cardiac massage. The system was successfully implanted. No additional patient issues were reported.